Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A ram parity power on reset (por) occurred. A critical ram parity error occurred on (B)(6) 2014.

Event description:
It was reported that during a device interrogation it was noted that a power on reset (por) had occurred. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).